Manufacturer narrative:
Information unknown/not provided. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye in a secondary surgical procedure due to patient experiencing hyperopia causing anisometropia and asthenopia. The patient¿s symptoms were blurred vision which started on (B)(6) 2020 and had progression. A replacement lens model zxt225 of 20.5 diopter was used. The patient outcome at the time of discharge for the lens exchange was 20/20 and no injury was reported. The explanted lens was discarded by the account. No further information was provided.